Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited that the digital display of the flow rate setting value on the front panel is defective and a malfunction of blackout with beeping sound occurred during on-site software repair testing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and inspected. In addition, the investigation found that the digital display of the flow rate setting value on the front panel is defective and a malfunction of blackout with beeping sound occurred during on-site software repair testing. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.